Event description:
It was reported that the xenon light source displayed an error code e102. The issue was identified during an inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.